Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that site was pulled out accidentally. Customer attemted to reconnect, but does not believe site was inserted properly. Customer went to the emergency room on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, high blood glucose, heart complications and kidney concerns. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to troubleshoot due to not having adequate supplies.